Event description:
The device was used for pta in left sfa. The procedure was conducted as labeled. There was a total occlusion (approx 3 - 4 cm) in left sfa. A high grade stenosis (approx 90%) also existed around the area between distal end if the left sfa and the beginning of the left popliteal artery. Débridement of left hallux was planned after the pta. Under the us echo, the left adductor canal was punctured. The left sfa was exposed by adhesion and punctured then. The total occlusion in left sfa was passed through with a kmp catheter and a wire guide (radifocus/terumo) and after that, the wire guide was changed to a stiff one (amplatz super stiff 0.035inch 260cm/bsj). A 6.0-60ptx (pr69758) was placed there over the wire guide.

Manufacturer narrative:
Since the proximal part of the deployed ptx did not expand fully, post dilation with a balloon (wanda 4.0x20/bsj) was performed. A 6.0- 40 ptx (pr69761) was placed next and post dilation with a balloon (wanda 5.0x40/bsj) was conducted. Confirmatory angiography confirmed acute thromboembolic occlusion around the area between distal end of the left sfa and the beginning of the left popliteal artery (meaning that the occlusion was observed not in the area where the two ptxs had been placed in, but distal to there). Removal of the thrombosis with thrombuster 2 (manufactured by kaneka) was conducted, but it could not be removed well. Therefore, a new 6.0-60 ptx was placed in the thromboembolic occlusion and the procedure was ended. There have been no adverse effects to the pt. There were no zilver ptx devices of lot number c772689 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for evaluation. The stent remains implanted in the pt and is therefore not available for evaluation. The images related to this complaint were not provided. It may be noted that the pt had a known potential risk factor for thrombosis - diabetes. This pre-existing conditions potentially could have resulted in occlusion after the stent placement. Information provided also indicated the pt involved had the following pre-existing conditions: severe lower limb ischemia and a brain infection (when the pt was (B)(6)). It may be noted the physician involved in this complaint stated that a possible contributing cause of this complaint may be attributed to the following: "since the acute thromboembolic occlusion was observed not in the area where the ptxs had been placed, but around the area between distal end of the left sfa and the beginning of the popliteal artery (where the high grade stenosis existed originally), I think that the cause of this occlusion is not ptx but the wire guide/manipulation of the wire guide." Further information from the physician involved stated that even though he does not think zilver ptx stents caused the thromboembolic occlusion, he also thinks that, "it cannot be denied completely that ptx stents might have made some effect to this event." It may be noted that thrombosis is a known potential adverse effect as per instructions for use ifu0063-3. A health risk assessment was initiated for stent thrombosis - the overall risk level was deemed to be low. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.